Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used in combination with a ventilator. There was no confirmed patient involvement at the time of the issue. The root cause was determined to be a defective air compressor unit most likely due to insufficient maintenance. In consequence the defective part was replaced. There was no reported patient or user harm.

Event description:
Ventilairii was no alarm, the ventilator had an alarm "lack of air source".

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference number (B)(4). The report by the hospital says: "on oct. 21, 2020, the medical staff of the neonatology department reported to repair a ventilator alarm "lack of air source" caused by the insufficient pressure in the accessory air compressor of the ventilator. The machine continued to generate alarms and the ventilator could not be used. After the medical staff judged that the ventilator could not be used, they immediately used another ventilator to monitor the vital signs of the patient. The air pump head of the air compressor has aged, which affected the output pressure. The vital signs of the patient were normal and the patient was not injured. Affected the continuity of the patient's treatment on the machine. Caused the change of the equipment during the course of ventilation treatment, posing safety risks to the patient. The patient was not injured for the time being, and no treatment was needed." The ventilator could not be used and another ventilator to monitor the vital signs of the patient was prepared. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Ventilairii was no alarm, the ventilator had an alarm "lack of air source".